Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Returned samples evaluation concluded that the tip and body detachment is due to a weak fuse joint. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the tip of the catheter detached within the patient during a cross-over attempt for treatment within the patient's superficial femoral artery.